Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with an unspecified mentor smooth saline breast implant and experienced right-sided capsular contracture (unknown grade) postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified mentor smooth saline breast implant in 2011. The complaint device was discarded and is not available for product evaluation. The explantation date was estimated as (B)(6) 2011 based on available information.